Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no upstream occlusion alarm on multiple pumps. This occurred during patient infusion at the cancer center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.